Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Event description:
The customer reported via phone call experiencing low blood glucose levels and had inaccurate sensor readings. The customer stated that the sensor indicated that she had normal blood glucose levels but her blood glucose was actually low. The customer's blood glucose was 38 mg/dl, which was treated for with food. The customer declined troubleshooting assistance for the low blood glucose, stating that she did not think that the insulin pump was the cause of the issue. The stated that on another occasion, the sensor indicated low blood glucose when her blood glucose was 270 mg/dl. The transmitter passed the test plug procedure, and the customer was advised to remove and change out the sensor. She was advised that there may have been a possible issue with the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.